Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an oxygen provider who stated the "compressor wire wrapping is melted." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Manufacturer narrative:
Devilbiss healthcare previously reported an oxygen concentrator by the oxygen provider that the "compressor wire wrapping is melted." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned for evaluation. Thermal damage was observed in the compressor wire wrap. The compressor box and compressor wire wrap both have evidence of thermal deformation. Since the wire wrap is designed to prevent abrasion to the wires and not to protect from heat, some deformation is likely to occur at higher temperatures. The device had multiple high gas temperature since it was last in for repair. The compressor thermal cut off switch was tested and found to be operable, shutting the unit off in 62min. This indicates that the compressor would have been able to shut the unit down had an unsafe temperature been reached. The device was found not to produce oxygen. The valve to the sieve beds was not operating to specification causing flow issues at 10lpm. The sieve beds were found to be faulty. Damage to unit is likely caused by operating the unit outside of the acceptable operating conditions for this device.